Event description:
It was reported that this right atrial (ra) lead was exhibiting low intrinsic amplitude measurements but no undersensing was observed. No adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: this event is not reportable, the initial emdr included allegations against the right ventricular lead, but the model/serial in this report corresponds to the right atrial lead.

Event description:
It was reported that this right ventricular (rv) lead exhibited low intrinsic amplitude, low evoked response and impedance issues due to dislodgement. The rv lead was repositioned. No additional adverse patient effects were reported.